Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 374 mg/dl. The cause of the high bg was not known. A bolus was delivered to address the bg level; however, the customer did not think the bolus "went in" as the bg level was high. A pump system check was performed and no device issue was identified. Tandem technical support advised the customer that the pump's insulin on board (iob) still had 20 units and the bg level may still drop. During troubleshooting, the customer's bg level dropped 30 points. Upon follow up, the bg level was 145 mg/dl and the customer reported that the pump appears to be functioning properly.